Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colorectal procedure, on stapler application, only half of the staple line fired. There was an unanticipated tissue loss and tissue damage. The surgeon tried make an anastomosis after the event but the patient required an ostomy bag to resolve the issue. The surgical time was extended by 30 minutes or more due to the product problem.